Event description:
On (B)(6) 2012, a company representative reported that she had been made aware that a pt was hospitalized for a minor heart attack. The pt was at the hospital from (B)(6) 2012 to (B)(6) 2012. It was originally thought that the pt went into the hospital with diabetic ketoacidosis because of elevated blood glucose levels and symptoms of nausea and vomiting. The pt was later diagnosed with "nstemi" and ruled out diabetic ketoacidosis. The pt was contacted and he stated that he had experienced elevated blood glucose levels for three days prior to going to the hospital. The day the pt went to the hospital the pt was vomiting, felt ill, and was not hungry. His blood glucose level was measured "hi" on his blood glucose monitor. His son called for paramedics who took him to the hospital. While at the hospital, it was found that some of the pt's arteries were clogged and he received surgery for that. He was taken off the infusion device and was given insulin via injection and IV. The pt stated that he was able to self-treat before going to the hospital and had been administering insulin throughout the day, but his blood glucose levels remained elevated. The pt's normal blood glucose range is 100-140 mg/dl. The pt is confident that the infusion device is working correctly and has returned to using the infusion device. He stated that his blood glucose levels have continued to be elevated, into the range of 300 mg/dl, but he has been blousing to bring them down. The infusion device has not displayed any error messages to indicate a malfunction. The pt stated that he has better control of his blood glucose levels with the infusion device than he does with insulin injection therapy. No product was requested to be returned for evaluation.